Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram, route, frequency and duration not reported) and imipenem injection (250 mg , intraperitoneal, four bags per day, duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the same day as the event onset, the patient was hospitalized for the peritonitis event. Antibiotic treatment was discontinued after fourteen days. The patient was discharged four days after hospital admission. The patient was recovered the event. Should additional relevant information become available, a supplemental report will be submitted.